Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was not adhering enough. The patient had a burn and extend the hospitalization for 48 hours. They applied a flamazine dressing to the patient.